Event description:
Ous MDR- threshold rose from initial settings of 0.7 v/0.4 ms (z= 937 ohm) on (B)(6) 2012 to 2.5 v/1.0 ms (z=652 ohms) on (B)(6) 2012. This is all of the available info at this time. If additional info becomes available, this event will be updated.

Manufacturer narrative:
Ous MDR.